Event description:
A malfunction alarm identified as malf 24 was reported by the customer, and there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the malfunctioning pump, which was still under warranty, and provided instructions for returning the defective device. The customer planned to use multiple daily injections (mdi) as a backup insulin therapy and was given instructions on storage mode and steps to follow upon receiving the replacement pump. The return of the problematic pump was arranged using a pre-paid label via ups.